Manufacturer narrative:
(B)(4). Returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 80 to 115 mg/dl. The blood glucose testing is performed once daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. Back to back blood test performed by customer non-fasting on (B)(6) 2015 produced test results of 151 mg/dl and 151 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results performed (date / time not set): (B)(6). Adverse event not reported.